Event description:
It was reported that an alert for right ventricular oversensing was received via merlin.net transmission. Post paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. Reprogramming changes were recommended. The patient has had no issues.

Manufacturer narrative:
(B)(4).